Event description:
Reporter alleged blood glucose had been reading in the 400s mg/dl for a few weeks and on one occasion customer nearly passed out. It was stated customer then went to the emergency room (ER) where their meter read 82 mg/dl so was sent to see the doctor. Reporter stated the doctor's meter read 144 mg/dl compared to the customer's meter of 419 mg/dl when performed within seconds of each other. Reporter indicated being treated with an IV for fluids as well as several other medications for symptoms unrelated to diabetes. It was reported that customer took normal medication before the alleged incident however has not eaten for 2 hours prior. No further actions or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.